Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unsuccessful ring repair. Per the operative report (06/15/2009), "a #26 annuloplasty ring was inserted; but after the ring was brought down, it became apparent that there was a large calcified plaque extending into the ventricular wall and I did and I was not a happy with the repair, thus, I elected to replace it."

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.